Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that, "surgeon performed case due to the fact that patient didn't seem to be fusing. Upon attempt to remove left-side l5 pedicle screw, tulip head portion disengaged from screw itself with a very small amount of force after threading screwdriver to tulip."